Event description:
It was reported that during the implant procedure, after the lead was removed from the packaging, it was observed that the guidewire was unable to be inserted into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.